Manufacturer narrative:
(B)(4). Additional information: lubricant the analysis results found that the er420 instrument was returned in good visual condition inside its package previously opened. Upon visual inspection, a white substance was observed to be in the jaws and this material was confirmed to be sodium stearate, which is a lubricant applied to the instrument during manufacturing process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, white powder was attached to the jaws in the device. Another device was used to complete the case. There were no adverse consequences to the patient.